Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that saline water leaked occurred. The target lesion was located in the left anterior descending artery. During percutaneous coronary intervention (pci), an opticross¿ imaging catheter was flushed. It was noted that the saline water leaked from the lap joint section of the opticross¿. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a hole at the sheath lap joint section of the catheter.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was returned for analysis. Evaluation of the returned device revealed that an open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. Full image characterization cannot be performed due to the hole at the lap joint sheath assembly. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).